Manufacturer narrative:
Device was used for treatment. Actual event date not known. The device was returned because it was not working correctly. The product was received at service and repair and was found to have a damaged component. Service and repair was unable to repair the product. There is no further information available on this event. If any other information is received this will be reported via a supplement. Placeholder.

Event description:
Not working correctly. Product was received at service and repair on (B)(6) 2012, product was unrepairable.

Manufacturer narrative:
The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.